Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had been feeling a "thumping" in their chest. Follow up indicated that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The left ventricular (lv) lead outputs were adjusted and the lead remains in use. No further patient complications have been reported as a result of this event.